Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 7 months . The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine visit the patient complained of increasing non-productive cough for the past 3 weeks, decreased appetite, and significant weight gain. The patient observed some bleeding from the driveline exit site, caused by tugging at the driveline site when the batteries accidentally slide off the patient¿s bed. The lactate dehydrogenase (ldh) level elevated from 300-400 to 690 u/l, and the pump power was elevated. The patient admitted for initiation of heparin therapy and rule out thrombosis. Log file analysis did not reveal any device issues or trends consistent with device thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported suspected thrombus could not be conclusively determined. Multiple attempts were requested for additional information with no additional information provided to this date. Thrombus, hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.